Event description:
Reporter indicated that the patient's generator settings changed without explanation. During the previous office visit. On (2006), the last communication event was an interrogation which showed the generator at the desired settings. The patient presented to the physician's office on (2006) with "voice trembling" and a recent "worsening issues with balance and trouble maintaining attention". The physician indicated that the patient was at different settings with no explanation. The patient was reprogrammed to reduced settings (specifics unknown) with plans to titrate up to previously prescribed settings. No serious injury reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.